Manufacturer narrative:
(B)(4). Please see (B)(4) for related report regarding the pacemaker involved in this event. (B)(4).

Event description:
During a follow-up, the longevity of the pacemaker was measured. The resulting measurement indicated the pacemaker battery was full, however the actual estimated longevity of the device was 3.75-5 years. The patient experienced no consequences as a result of the event.